Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round high profile 380cc saline prostheses experienced several unexplained systemic symptoms post procedure. Achiness, pain, joint issues, hair loss, fatigue, and autoimmune symptoms were noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-11577 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on september 20, 2021. The implant date was clarified to be (B)(6) 2009. This event was reported to the FDA under mw5103115. The following additional symptoms were noted. Hypothyroidism, rashes, fluid retention, brain fog, blurred vision, memory loss, anxiety, depression, epstein-barr syndrome, night sweats, delayed wound healing, and soreness across the chest. Manufacturer¿s reference number: (B)(4).